Event description:
It was reported that the device powered on for the first voice prompt "call for help now" and lost power. The charge pak (internal battery charger) and attention icons were illuminated. There was no pt use associated with event.

Manufacturer narrative:
Physio-control is anticipating the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.